Event description:
Per the physician, he encountered resistance upon insertion while threading the wire through the needle. He tried to pull back a little, saw that something was wrong with the wire and removed the needle/wire from the pt. The wire appears to be unraveled. Unsure if a piece broke off inside the pt. A surgeon reported that this happened to him a couple of times, however, no event details or product info is available.

Manufacturer narrative:
(B)(4). Eval: no product was returned, only the lot number was provided to assist us with this investigation. Unfortunately, without the actual complaint device we are unable to determine with certainly how this incident may have occurred. Considering the info provided, it is possible that inadvertent contact was made with the needle bevel during insertion and/or withdrawal, thus resulting in the difficulty encountered. We do warn per our attached info for use booklet. 'If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of the wire guide through needle should be avoided: breakage may result." This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Nevertheless, the appropriate individuals have been notified. We will continue to monitor for similar reports.